Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the proximal end of the stent was damaged and squashed causing the proximal end of the stent to move 5mm distal from the distal end of the proximal markerband. The undamaged crimped stent od (outer diameter) was measured and the result was within specification. The tip was visually and microscopically examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were visible on the balloon body indicating that the stent was crimped to the device prior to shipping. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID: (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified proximal to mid left anterior descending (lad) artery. A 3.00x24mm promus element¿ plus drug-eluting stent was advanced, however resistance was encountered. After the device was checked, the stent strut was noted to be broken. The procedure was completed using a 3.0x24mm non-bsc stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified proximal to mid left anterior descending (lad) artery. A 3.00 x 24 mm promus element¿ plus drug-eluting stent was advanced, however resistance was encountered. After the device was checked, the stent strut was noted to be broken. The procedure was completed using a 3.0 x 24 mm non-bsc stent. No patient complications were reported and the patient's status was fine.